Manufacturer narrative:
Product event summary: hvad pump was not returned for evaluation. The reported event could not be confirmed via log file analysis since log files covering the event date were not available for analysis. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was taken off of anticoagulation, and consequently a vad thrombus occurred. After support was terminated the patient expired.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with suspected stroke symptoms. Device low flow advisories were present on arrival to the hospital. Patient was hypertensive with blood pressure of 130's/ 90's. The ventricular assist device (vad) continued to display suboptimal flows with evidence of hemolysis over the following days. Heart failure team recommended discontinuing vad support in light of worsening hemolysis and risk of multi-organ failure(mof). Patient was deemed not a surgical candidate for pump exchange. Vad support terminated on (B)(6) 2018. Patient remains an inpatient in the intensive care unit on inotropic support. The pump remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary was updated. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event could not be confirmed via log file analysis since log files covering the reported event date were not available for analysis. Information received from the site indicated that, in addition to low flows, the patient experienced stroke symptoms, hypertension, and hemolysis. The patient was taken off anticoagulation, after which a device thrombus occurred. Vad support was terminated and the patient subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction, hypertension, hemolysis, thrombus, and death are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated that the patient had a history of stroke. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.